Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch, number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is, available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is, currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hairline fractures or, cracks in the casing of the pump or around the screen, the pump had rejected new batteries, had to press buttons twice, and had unexplained no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-398a. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1884, mmt-398a.

Manufacturer narrative:
The pump unable to passed self test. Rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify failed battery alarm due to all buttons not function properly. Unit was successfully downloaded using thump software. [On adapt, no relevant alarms were noted] . No unexpected low/failed batt test alarm noted during testing. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within range. The pump was cut open to perform a visual inspection. Moisture damage on keypad, electronic assembly (pcba 1 and pcba 2). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, broken belt clip rails, cracked retainer, label damage, serial number label missing and pillowing keypad overlay. Unable to verify insulin flow blocked alarm and failed battery alarm due to stuck button alarm did confirm due to moisture damaged. Cracked case is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.